Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out of range impedance measurements via a remote monitoring system. To date, the lead remains implanted. No adverse patient effects have been reported.

Event description:
Additional information became available that this patients right ventricular (rv) lead was explanted due to lead fracture. No adverse patient effects were observed as a result.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.